Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient was attending facility for assessment and bloods. On arrival the PICC was assessed, the staff nurse was unable to obtain venous return and when the PICC was flushed leaking from the entry site was noticed. PICC was removed and break at 6cm was noted. No other information provided, at this time.